Event description:
It was reported that a 6f angio-seal vascular closure device was deployed successfully and hemostasis was achieved. The next day the patient developed a rash over the entire body. The patient received an steroid injection. Reportedly, there is a possibility the patient was allergic to collagen. Reportedly, the patient has recovered.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the rash could not be conclusively determined. The angio-seal device instructions for use (IFU) state adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instruction for use (IFU) also state the safety and effectiveness of the angio-seal device has not been established in patients that have known allergies to beef products,. Collagen, and or collagen products, or polyglycolic or polylactic acid polymers.